Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter field service technician serviced a colleague device for reported condition "needed calibration". During service, it was found that air detected set alarms caused an interruption of delivery on (B)(6) 2011. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.92. Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an elevated air in line printed circuit board (ail pcb) sensor value. The ail pcb was replaced to correct the reported condition. If any additional information is received, a follow up MDR will be sent.